Manufacturer narrative:
The degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component the high-voltage capacitors. In 2014, a new high-voltage capacitor design was implemented in the cognis, teligen, incepta, energen, punctua, and subsequent product families. This new design eliminated the galvanic effect that can generate excess hydrogen in the same manner. This device was manufactured prior to implementation of this new high-voltage capacitor design. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). Moroever, a month before device reached eri, battery status showed four and a half year. Engineering analysis result showed that the device was malfunctioning. The device was depleting in a manner consistent with the lv capacitors advisory. Further, the device hardware was not detecting the loss of battery energy and because of this the battery status indicator were not reflecting the depletion condition and were inaccurate. Additional information was received indicating that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.